Manufacturer narrative:
(B)(4).

Event description:
It was reported by a company representative that her programming system would not interrogate during training. She received a message from the system to "retry". A day later troubleshooting was performed by switching with another serial cable, which corrected the issue. It was stated by the company representative it was not an issue connecting to the tablet and that the programming system was not plugged in at the time. The serial cable does not require return, as the failure mode is understood to be a failure of the serial cable associated with a disconnected wire connection.